Manufacturer narrative:
The pump and controller were not returned for evaluation. The reported electrical fault alarm and vad stopped alarm events were confirmed via log file analysis which revealed two electrical fault alarms logged on 13/mar/2019 at 04:47:16 and 04:47:18 and a vad stopped alarm logged simultaneously at 04:47:16; these alarms were indicative of a failure of the motor stators due to an overcurrent condition. Additionally, log file analysis revealed an electrical fault alarm and a simultaneous vad stopped alarm logged on 03/apr/2019 at 15:36:01, indicating a failure of the motor stators due to an overcurrent condition. No vad disconnect alarms were logged within the analyzed period. As a result, the reported "driveline disconnection" event could not be confirmed. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarm and vad stopped alarm events can be attributed, but not limited, to a short in the driveline or driveline connector resulting in a loss of electrical continuity. Additional products: model #: 1420-controller / (B)(4). Concomitant medical products: no. Device evaluated by MFR: yes, FDA method code(s): 4112, 4114, FDA results code(s): 3213, FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0. Model #: 1420-controller / catalog #: 1420-controller / expiration date: 30-jun-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 30-jun-2017. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were electrical fault alarms and ventricular assist device (vad) stop alarms with no apparent cause. The driveline was examined and no issues were noted. It was further reported that on (B)(6) 2019 there was a disconnection of the driveline that resulted in more electrical fault and vad stop alarms. The driveline and controller remain in use. No patient complications have been reported as a result of this event.